Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was disconnected and c drive was full. A field service engineer deleted unnecessary structured query language files, which freed a significant amount of storage space and performed diagnostic checks on the power supply and the backup battery, confirming that both components were functioning properly. As a precaution, the field service engineer disabled the windows firewall to prevent possible application or database instability and also used a command line disk evaluation to verify that the system hardware was in good condition. A blue screen error occurred as the visit concluded, prompting the field service engineer to request approval to return with an all_in_one unit and a new solid_state drive. The issue was diagnosed as index corruption within the data store client online transaction processing database, which caused system freezing, multiple dump files, slow performance, and repeated blue screen errors and later installed a new solid_state drive, reimaged the station, and completed the required configuration to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine randomly turned off and disconnected from the network. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.